Manufacturer narrative:
Troponin results can be elevated in many clinical situations in the absence of ischemic heart disease. The patient had elevated results for other cardiac parameters as well (ck-mb, myo, and bnp). Based on the information provided, the investigation did not identify a product problem. Neither a general instrument or reagent issue were identified. H3 other text : na.

Event description:
The initial reporter questioned high results not corresponding to the clinical picture for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 6000 core unit. Data was provided where discrepant results from the e601 module were also identified. On (B)(6) 2023 the troponin t hs result from the e601 module was 59.31 pg/ml. On (B)(6) 2023 the sample from 29-mar-2023 was repeated on the e601 module with a result of 71.5 pg/ml. The customer questioned the troponin t hs results when compared to troponin I results from 3 other methods. On (B)(6) 2023 the troponin t hs result from the e601 module was 52 pg/ml. The repeat result from the e601 module was 57 pg/ml. The troponin I result from the beckman method was 6.4 pg/ml. The troponin I result from the merieux method was "negative." On (B)(6) 2023 the sample from 02-apr-2023 was repeated twice on the e601 module with troponin t hs results of 72.31 pg/ml and 71 pg/ml. On (B)(6) 2023 the troponin I result from the siemens method was 4.8 pg/ml. The questionable results were not reported outside of the laboratory. The cobas 6000 core unit serial number was (B)(6) .